Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2015 was 300 mg/dl with abdominal pain. It was reported the patient was treated by a healthcare provider with insulin via injection and there were recent basal rate settings adjustments to the pump. The reporter noted the pump experience a no-power issue. Reportedly, the patient resumed pump therapy with a replacement pump. No damage or defect was reported to the pump or battery cap and the battery cap was able to be properly secured. It was reported the patient also suffered from neuropathy located in the foot. This complaint is being reported because the alleged serious injury was related to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.